Event description:
The user facility reported that the there was small black debris found inside the bottom of a tube and in the bottom of the tray during preparation prior to a procedure. There was no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the there was small black debris found inside the bottom of a tube and in the bottom of the tray during preparation prior to a procedure. There was no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The device was discarded.